Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that her sensor keeps showing low readings. Customer's sensor glucose was 59 mg/dl and her blood glucose was 157 mg/dl. Customer stated that the pump goes off for the threshold suspend of 86 mg/dl. Customer's sensor glucose was 74 mg/dl and her blood glucose was 135 mg/dl. Difference between readings was not within an acceptable range. Customer was advised to change the orientation of the transmitter to reduce movement and to remove and replace the sensor. Customer was requested to return the sensor.